Event description:
It was reported that the warmer was not getting the power cut-off and the temperature kept rising till 60 degrees. Patient suffered burns while in use during surgery. Additionally it was reported that on inspection the ac distribution board was found defective and the warmer has been used without the recommended blanket.

Manufacturer narrative:
No product was received for investigation. One video was submitted for analysis. The video demonstrated the reported device overheating, therefore the reported issue was confirmed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. Based on the available information, the investigation confirmed the reported issue but could not identify a root cause. No actions have been assigned. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Correction: temperature kept rising till 60 degrees celsius.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.,